Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2007. The fse discovered the transducer voltage was well below passing specifications. The transducer was adjusted to proper voltages. The fse replaced the aspirate probes, peri-tubing and verified sample pipettor alignments. The fse performed system check, which met specifications. The fse completed repair verification and verified instrument performance per established procedures. The unit confirmed to the MFR's specifications. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events. This medwatch report is related to the original MDR 2122870-2007-00167.

Event description:
The customer reported discrepant and elevated troponin I (accutni) results, within the risk stratification range, for multiple pts, involving access 2 immunoassay system. Subsequent testing at a sister facility produced results within the normal reference interval. The elevated results were not released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.